Event description:
Customer received a blood glucose result of 385mg/dl. The customer did not take cornstarch due to high blood result. The customer was not feeling well, customer had a headache and was laying down. The doctor advised their family member to take the customer to the hosp. The hospital received a result of 40mg/dl and gave the customer an IV. Customer was also given 6 tablets of cornstarch for glycogen storage disease. The customer was using the wrong controls which were expired. A request was made for the return of the suspect device and replacement product was sent.